Manufacturer narrative:
G4:21may2021. G5:510k: k102985. B4:16jun2021. The field service engineer (fse) was dispatched on site and confirmed the reported failure. The fse found evidence that someone opened the device. The fse reopened the unit and found the navigation ring cable was disconnected. The fse reattached the cable, and the unit worked fine again. There were no parts were replaced. The unit was tested, and it was returned to service.

Manufacturer narrative:
B4: (B)(6) 2021. After further investigation, the (fse) went onsite and found evidence that the device was opened by someone. As a result, it was found the navigation ring cable was disconnected. The cable was reattached and device was working fine again, no need to replaced the part. The unit had no malfunction, this was user error.the reported issue is not likely to cause or contribute to death or serious injury.

Event description:
The customer reported nav ring not working when trying to adjust the settings. The unit was not in use, and there was no patient or user harm reported.